Event description:
It was reported that when the patient presented to clinic for routine follow-up, implantable cardioverter defibrillator (ICD) exhibited post paced t wave-oversensing. Programming changes were performed. The patient was in stable condition after the programming changes were made.